Event description:
It was reported a hair was found upon opening the device. A 6.0x40x75cm mustang balloon catheter was selected for use. Upon opening the device packaging, a hair was found. The device not used and was exchanged for a new balloon. The procedure was completed. There were no patient complication.